Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the fill estimate issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issues. Customer¿s blood glucose level was 180 mg/dl.